Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was unable to be powered on. The device's system board was replaced to address the issue. During testing, the device failed a test step. The device's blower bellows were replaced to address the issue. During service, a "service required" alarm condition was found in the device's downloaded error log. The device's oxygen blending module board was replaced to address the issue.